Manufacturer narrative:
Field service engineer checked the unit for proper operation by completing the preventive maintenance checklist in accordance with the injectors service manual, maintenance section. No injector operational problems found. Customer returned unit to full service.

Event description:
On 1/12: customer reports during a CT procedure (pt info unk), the injector had been enabled and injection started when technologist noted the coiled tubing was not tightly connected to the IV access device, and was leaking contrast. The technologist hit the "stop" button on the injector, but it continued to inject. No reported injury.